Event description:
During cataract procedure a particle has been purged into the anterior chamber of the patient´s eye. The particle was removed without any patient impact or injury.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.based on all information, no causal factors can be determined and no conclusion can be drawn.